Event description:
Doctor reported event of "poor tolerance to food restriction" from journal article: "is fixation during gastric banding necessary? A randomised clinical study", obes surg (2011) 21:1859-1863. MFR of device is unk. Allergan's approach to compliance is to resolve all doubt in favor of reporting. This medwatch represents the one pt mentioned in the article who was diagnosed with "poor tolerance to food restriction".

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint was asked to return the product for analysis as well as indicate the product manufacturer and serial number. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Intolerance is a surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for this events. Device labeling addresses the reported event of intolerance as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."